Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead had high threshold and diminished sensing. During the lead revision procedure, the lead via fluoroscopy was noted to be in the appendage area but "no heel" existed on lead. The lead was also noted to be damaged during explant. The lead was explanted and replaced. The device was also noted to have an unexpected longevity at less than 2.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.